Event description:
The facility's purchasing department reported an infusion pump with an 812:02 failure code. An attempt has been made to contact the reporting facility, but no info has been obtained regarding when the failure occurred and if there was any pt injury as a result of this failure.